Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-29630.

Event description:
The customer reported that she experienced multiple no delivery alarms and high blood glucose of up to 517 mg/dl. The customer's blood glucose was at 484 mg/dl when she tried to deliver a bolus earlier. Troubleshooting was performed. The drive support cap appeared normal. Settings and history were found to be correct. The cannula of the infusion set was not bent or occluded. The customer was advised to change the entire set, reservoir and insulin. The insertion site was not sore or irritated. The no delivery alarms recurred and the customer's blood glucose was 359 mg/dl. The customer stated she had not tried all remedies suggested and was advised to do so to prevent recurring alarms. Nothing further was reported.